Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer did not remove all the air from the cartridge. Customer primed the tubing to address the issue. Customer's blood glucose level was between 100 - 200 mg/dl.